Event description:
On (B)(6) 2010, pt reported having issues with the down button on his infusion device. Pt stated the issue started within the last week and he noticed it when he was attempting to deliver a bolus. Pt reported he would press and hold the up button and the display will show 0.0 units. Pt stated he would then attempt to use the down button to program the amount and it would not respond. Pt stated he would repeat the steps and normally can get it to respond on the second try. Pt reported this is an intermittent issue. Pt stated the buttons pop back up when pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.